Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device: 1 year and 7 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced transient low speed advisory followed by pump off alarms on (B)(6) 2017. The event lasted 5 seconds total and the patient was asymptomatic. The patient heard the alarm and went to look at the system controller, but the alarm had already resolved. An issue with the driveline was suspected and a distal end percutaneous lead (driveline) replacement was completed on (B)(6) 2017. There were no issues following the repair. No further information was provided.

Manufacturer narrative:
Device evaluation: the report of low speed events and pump stoppages was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the abnormal pump operation could not be conclusively determined. The log file captured several low speed events leading up to a transient pump stoppage on (B)(6)2017, which were associated with low speed advisory/hazard alarms, low flow hazard alarms, and elevations in pump power up to 14.4 watts. The low speed/pump stoppage event on (B)(6)2017 occurred while the lvad system was operating on the power module and appeared consistent with a potential percutaneous lead (driveline) wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. Approximately 13 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact, even with manipulation of the driveline segment during testing. No areas of damage were noted to the outer silicone sleeve or clear bionate layers. The shield breakdown observed on the metal braided shield appeared consistent with the duration of use. Visual inspection of the underlying wires revealed a notable area at approximately 8 inches from the metal connector where the wires showed evidence of kinking and insulation abrasion marks; however, the wires were otherwise unremarkable. Microscopic inspection did not reveal any areas of compromised wire insulation exposing the inner conductors along the length of the returned driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation and no areas of compromised wire insulation were identified. The pump remains implanted and the patient remains ongoing on vad support. The instructions for use and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.